Event description:
The manufacturer received a report from the distributor indicating that a trilogy 202 ventilator, returned following repair, exhibited a ¿service required¿ alarm upon receipt. Review of the device log files identified an error indicating loss of communication between the host controller and the oxygen blending module (obm). No patient harm or injury was reported or alleged in connection with this event. The ventilator was returned to the manufacturer¿s service center for evaluation. The reported issue was confirmed. Investigation determined that the interface printed circuit assembly (pca) was faulty and needs to be replaced. Should additional information become available, a follow-up report will be filed.